Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary an aim-arm 130° and a lock-insert were returned to depuy synthes for evaluation. Depuy synthes conducted a visual inspection and functional test of the returned devices at manufacturing sides. The visual inspection has shown that both parts listed above are in used condition. The mounting area of main device 03.037.113 (¿aim-arm 130° f/stat+dyn dist lock¿) with the spare part 03.037.015 ¿lock-insert f/aiming arm¿ has a noticeable scratches and traces of usage. However, the carbon housing of the main device 03.037.113 ¿aim-arm 130° f/stat+dyn dist lock¿ shows no signs of heavy usage. The mounted spare part 03.037.015 ¿lock-insert f/aiming arm¿ is also in used conditions and shows signs of heavy usage with significant amount of scratches. A functional test were be performed. Since, the device is in quite used condition as identified in visual inspection, the potential cause of the functional issue has to be addressed to its mishandling and not to a manufacturing problem. However, the failed functional test ¿function of self holding mechanism in d11 (pin gage min. D10.96)¿ is related to functionality of ¿static dynamic¿ holes of the device, which do not participate in holding the locking device (03.037.015) which came off during the surgery as described in complaint description. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, material and visual criteria at the time of release with no issues documented during the manufacturing process. No nc's were generated during the production of the lot in question. As part of depuy synthes¿ quality process all devices are manufactured, inspected, and released to approved specifications. The received condition agree with the complaint description and the complaint therefore is confirmed. The spare part failed the test ¿height after bending: 1.5 0/-0.5 mm¿, which was tested with test equipment. Both of these tests check the functionality of the spare part in order to hold the spare part to the main device 03.037.113 ¿aim-arm 130° f/stat+dyn dist lock¿ during the surgery. Thus, the complaint can be replicated, and complaint condition is confirmed. However, according to DHR 9832949 (of lot 9600538) both these tests were performed on whole lot with 100% frequency on 23.09.2015. All 15 tested items in the lot passed both of these tests. Additionally, the main device (03.037.113) and spare part (03.037.015) are in quite used condition as identified in visual inspection, thus, the potential cause of the functional issue has to be addressed to its mishandling and not to a manufacturing problem. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance device history lot: product code 03.037.015, lot number 9600538, manufacturing site: haegendorf, release to warehouse date: 30. Sep. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the femoral trochanteric fracture with the aiming arm and aiming arm locking device in question. When the surgeon hit the hammer when inserting the nail, the locking device came off the aiming arm, fell and became dirty. The replacement was used and the operation proceeded. The surgery was completed successfully with a thirty (30) minute delay. The patient outcome was stable. No further information is available. Concomitant devices reported: unknown hammer (part# unknown, lot# unknown, quantity 1), unknown nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) aiming arm locking device. This is report 2 of 2 for (B)(4).